Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with the display screen on their system controller lighting up "white" but no words or letters were visible on the display screen. The patient was having "replace backup battery (ebb)" alarms. Log files were submitted for review and captured an ebb fault event due to the ebb failing the load test. The log files did not contain any events associated with a liquid crystal display (lcd) display fault. The system controller was exchanged.